Manufacturer narrative:
Macroscopic examination confirms rod is broken. Microscopic examination of the fracture surface reveals a quasi-brittle fracture, with ray-like features emanating from the area of initial crack propagation through the initial ~30% of the cross sectional area, followed by convex striations and beach marks around the middle of the fracture surface through the next ~60% until subsequent mechanical failure of the rod. Visual and microscopic examination of the outer diameter of the rod did not identify defects on the adjacent surface of the rod near the fracture initiation point that could contribute to crack propagation. Dimensional inspection confirms diameter to be within print specification. After visual, optical and dimensional inspection, no evidence was found that would suggest a defect in manufacturing or processing of the implant or associated components; unable to determine root cause of the foregoing event from the available information.

Event description:
It was reported that the patient underwent a posterior spinal surgical procedure at t3-l4. Sometime post-op it was found that the rod was broken and the patient reported having pain. A revision surgery was performed to replace the broken rod with larger 5.5 diameter rod. No additional patient complications were reported.

Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.